Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving heparin via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported that the patient¿s pump was refilled every 2 weeks. The patient came in for a refill today and everything went normal and expected, however, it showed that the pump stalled on (B)(6) 2022. Per the hcp, this was the same day the patient had an MRI and today was the first time they were interrogating the pump. Telemetry mode was reviewed with the hcp and during the call, the hcp pulled the pump logs to find a motor stall recovery message from today. It was noted that the troubleshooting steps taken during the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.